Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak in the tubing of a cassette that occurred during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. There was patient involvement; however, there was no patient injury or medical intervention indicated with the reported condition. No additional information is available at this time.